Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during an open cystectomy procedure, the jaws of the device could not be reopened while applied to patient tissue. The surgeon was able to open the jaws with the help of a tissue dissector, and the device was removed with no harm to the patient.